Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2021 a physician deployed a celt post embolization of a uterine fibroid. The arterial puncture in the right leg was sealed with a celt and the patient sent home on time on that date. On (B)(6) 2021 patient contacted the physician complaining of pain in the right leg. On examination, the physician determined that the patient had absent distal pulses in her right leg. Physician then elected to perform an angiogram and ultrasound examination and discovered a 10cm dissection-blockage extending from the right external iliac artery to the cfa. The dissection was treated with a stent and the issue was resolved. The patient is now doing well, and pulses have been restored to her leg. Patient was discharged post procedure with no further incident.